Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Physician reported "capsulotomy right breast" and later confirmed rupture of right breast implant. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "capsulotomy right breast" and later confirmed rupture of right breast implant. Device has been explanted and replaced with a non-allergan device.